Event description:
The customer reported that the insulin pump was vibrating and was not functioning. The customer stated that she pressed the buttons and nothing came up on the screen. The battery was removed and reinstalled and the device still did not respond. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of a corroded electronic and motor assembly. Further testing was not performed due to the blank display.